Event description:
Information was received claimed that the patient's device was non functioning. During the investigation it was noted that the patient has a tendency to fall during seizures. It was later determined that the patient's generator was receiving high impedance from the lead. The patient's device was then programmed off. Chest x-rays were taken by the physician's office and reportedly showed no lead breaks. The patient's lead was implanted on (B)(6) 2001. The design history records for the generator was reviewed and showed that the device passed all functional tests prior to distribution. Surgical intervention has not occurred to date.

Event description:
It was revealed that the patient had previously underwent vns replacement surgery several years prior. During attempts at product return, it was revealed that, historically, the facility always discards explanted products per facility protocol.